Manufacturer narrative:
Follow-up #1: date of submission 09/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2015 with the following findings: a ¿call service (cs) 069¿ alarm was reproduced during the rewind step and the remaining steps were unable to be verified. The ¿cs69¿ failure was written as a ¿cs87¿ failure in black box. A component failure was found on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service 087 alarm issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.